Event description:
Customer states the display is missing a button (soft key). No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.